Manufacturer narrative:
The oil mist filter and vacuum pump oil were replaced by the fse to resolve the odor/smell and smoke/haze issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(6). Asp complaint ref #: (B)(4).

Event description:
While onsite servicing the sterrad® 100s sterilizer for another issue, a field service engineer (fse) discovered an odor/smell and smoke/haze emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device manufacture date correction from 2/25/2005 to 2/10/2005. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell and smoke/haze issue, and system risk analysis (sra). Trending analysis of the odor/smell and smoke/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the odor/smell and smoke/haze issue is the oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).